Event description:
The facility's biomed reported an infusion pump with failure code 813:01. Follow-up with the biomed revealed this pump was not involved in a pt incident this time or since last serviced by baxter. Despite baxter's efforts to obtain add'l info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, and medical intervention, no further info was available at this time. Alternate contact info was requested but no alternate contact has yet been identified.